Manufacturer narrative:
The claimed bed was inspected by an arjo service technician and the claimed issue was not duplicated. No unintended movement, no acceleration was observed during the test. The technician observed that the pcb was displaced, it was slightly uneven as it had popped out of one corner fixing. The pcb was fitted and re-calibrated. It was tested once again, and no issues were found. Due to the change of pcb orientation in the device, the pcb calibration parameters could be disrupted causing the claimed issue. The product instruction for use (IFU 416260-en rev. C) contains all crucial information and warnings which should be followed to ensure patient safety: ¿when operating indigo, maintain contact with the bed at all times¿; each indigo module incorporates an emergency stop switch that can be activated to stop bed motion at any time. The switch is located at both, the head and foot ends of the bed. When the emergency stop switch is activated (pushed down), an electric brake is applied to reduce momentum and slow the bed down until stopped. Arjo device failed to meet its performance specification since the indigo worked incorrectly. There was no indication that any patient was involved. No injury was reported. The complaint was assessed as reportable to the allegation about the unintended movement of the indigo module (the device moved forward by itself).

Event description:
Arjo became aware of the event involving the enterprise 9000x frame equipped with the indigo module (intuitive drive assist). The bed with the activated indigo moved forward by itself and ran away from the bed operator. It is unknown how the device was stopped. There was no indication that any patient was involved, no injury was reported.